Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the lead would not extend. The lead did not pass through the sheath easily. An alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and stretched, the connector pin was also bent. The lead was able to be passed through a fresh 7 fr introducer without resistance. If information is provided in the future, a supplemental report will be issued.